Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for use in a procedure to treat peripheral artery disease. During the procedure the device blades stopped rotation and "died." The device was activated in blades down mode prior to the stop of rotation. A new jetstream device was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6). Device eval by MFR: the device was received and analysis was completed. The shaft and the remainder of the device was inspected for damage. Visual examination showed shaft damage in the form of a kink located 74.5cm from the tip. There was blood in the waste bag. The devices pod was opened to inspect for damage. It was noticed that the gear had slid off the shaft and was not making contact with the motor gear. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The gear slid off the shaft immediately.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for use in a procedure to treat peripheral artery disease. During the procedure the device blades stopped rotation and "died." The device was activated in blades down mode prior to the stop of rotation. A new jetstream device was used to complete the procedure. There were no patient complications reported.